Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms (alarm 31) occurred during the load sequence with multiple cartridges. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for continued insulin therapy.